Event description:
The light on the infant warmer would not stay on unless it was held in position. This infant required resuscitation and it was difficult for the staff attending the infant to keep the light on while caring for the infant.